Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. At implant three years ago the pacing impedance was 560 ohms, but now was 2,340 ohms. Pacing threshold and sensing measurements were stable and within normal range. No changes were planned to the lead or device for the out-of-range impedance values and the patient will continue to be monitored every three months. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.